Manufacturer narrative:
Waiting for product return for examination. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available. Product not returned at this time.

Event description:
Roi-c : broken cage. As reported during a roi-c surgery : upon impaction of implant into disc space, the doctor removed the implant holder from implant because he had planned to use an anterior plate. He then saw the crack in the implant and had to use a needle nose vise grip to remove the peek. No harm to patient. A new implant was opened to complete the procedure. No surgery delay or impact. Investigation still in progress.

Event description:
Roi-c : broken cage. As reported during a roi-c surgery : upon impaction of implant into disc space, the doctor removed the implant holder from implant because he had planned to use an anterior plate. He then saw the crack in the implant and had to use a needle nose vise grip to remove the peek. No harm to patient. A new implant was opened to complete the procedure. No surgery delay or impact. No x-rays were taken, surgeon saw the crack visually. Additional information received on february 27th 2019 : same inserter were used between first cage implanted (broken one) and second cage implanted successfully.

Manufacturer narrative:
The product was returned on february 25th 2019 without the decontamination fully completed. No examination can be performed. Based on the product history records, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. As the anchoring plate were not inserted, the likely hypothesis of the event is that the surgeon were not in the axis of intersomatic space while inserting the cage. However, with the lack of information, this hypothesis could not been validated. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown with hypothesis of user error. However, we keep track and trend this type of issue.